Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level had been over 600mg/dl. The customer's most current level was 345mg/dl. The customer states they were treated at the hospital for the highs. Troubleshoot was conducted and gaps of air were noted in tubing. Battery out limit alarm was noted. The customer was unable to complete troubleshoot at this time.